Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the paperwork sent with the device, the implant was explanted in 2007 due to device extrusion. The electrode array was reportedly left in the cochlear to maintain patency for later reimplantation.